Event description:
While using amo moisture plus contact lens solution, I got keratitis in 2006. It was the first time I have ever had an eye infection. I was treated with ofloxacin sol antibiotic drops and the infection cleared. I had to throw away my contact lenses, all solution and containers and start fresh. The exact same thing happened about 6 weeks ago. I did not go to the doctor this time, but began using the same antibiotic drops and it cleared. As soon as I heard of the recall, I immediately stopped using the amo products. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.